Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on an unknown date with an unknown blood glucose level. Customer stated that the transmitter was lost in hospital. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.